Event description:
It was reported that the customer received excessive low battery alarms. The customer's batteries died after a day and a half. After inserting a battery into the insulin pump, he would receive a failed battery test alarm. His blood glucose level was 215 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-38661 and 2032227-2014-58722 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.